Manufacturer narrative:
Product event summary: the full delivery catheter was returned in segments, and analyzed. Analysis indicated that the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter was returned with severe damage. Visual inspection found that there was not a nice straight slit cut at the beginning. The shaft was damaged during slitting procedure: spiral slit visible on the shaft. The inner wire was exposed from the shaft. Outer shaft was visibly kinked. The inner wire coating torn and appeared fibrous. The gold band was damaged and inner wire was separated from the gold band. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
5554-45, lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead replacement, the delivery catheter was difficult to slit and had fibrous strands. No further patient complications have been reported as a result of this event.